Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3l0858) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the surgeon was about to remove the rectum with a purple 60mm reload, the loading unit could not be closed due to tissue being thick. Then, the black loading unit was connected, and the green button was pressed, but the handle could not be triggered, and the device did not fire. There was also a small plastic part from the loading unit that broke off. The surgery was converted into an open procedure, extended the incision, and exposed the rectum with a stapler from a different manufacturer. Surgical time was extended for more than 30 minutes. The purple reload was able to be used with no issue with a different handle.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. A piece of the adapter was disengaged and received taped to the reload shaft. It was reported that the component disengaged and the instrument did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. It clearly states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.